Manufacturer narrative:
The complaint was confirmed, but the exact cause is unk. The cuff completely detached from the shaft of the hemosplit catheter. It was reported that the cuff remains in the body. An impression from the glue sleeve was found in the shaft material of the catheter, which indicates that heat had been applied to the cuff as specified in the manufacturing procedure. It is unk if the cuff was subject to excessive stresses. The product IFU states, "the white retention cuff facilitates tissue in-growth. The catheter must be surgically removed. Free the cuff from the issue and pull the catheter gently and smoothly." A chr was not completed since the lot info was not provided by the complainant.

Event description:
It was reported that cuff separation from catheter. Only catheter was removed but cuff remains in a body. (Insertion on (B)(6), 2010. Removed (B)(6), 2010).